Manufacturer narrative:
(B)(4).

Event description:
Additional information from the health care provider (hcp) reported the indication for use of the device was for non-malignant pain, intractable chronic neck and back pain, and failed back surgery syndrome. The concomitant medications were listed as percocet, xanax, ambien, methocarbanol, paroxetetine and fluorocortisone. The patient history was reported as anxiety, depression, goiter, back and neck pain; and allergic to codeine, dilaudid, morphine, fentanyl, and sulfa (sulfa was also listed as inactive). It was reported that after a pump placement that occurred on (B)(6) 2015, the cerebrospinal fluid (csf) bacterial antigens were normal. The patient's csf white blood count was indicated as high-alert at 12/cu.mm, and csf red blood count was also high at 23/cu.mm. The csf protein was low at 14.00mg/dl. On (B)(6) 2015, it was noted that the patient was at the emergency room (ER) with significant incision swelling (pocket and back incision) where she thought it was due to infected pain pump. The ER did lab work and told the patient that she did not have an infection, thus the patient does not have an infection. During an examination on (B)(6) 2015, the patient was having pain, slight redness at the pocket only, fluid collection, and swelling/edema all around the pump (including incision) in the left lower quadrant. A subcutaneous fluid tap was performed, where 60ml of fluid was removed. The fluid appearance was clear/mild yellow tinged. A csf culture was obtained and negative (no organisms seen), and no growth after 72 hours. A CT was performed of the lumbar spine, abdomen and pelvis without contrast on (B)(6) 2015. The CT revealed that the catheter was seen entering the thecal sac at the l1-l2 level and extends in the right lateral aspect of the thecal sac, where the visualized portions of the intraspinal catheter appear normal. The catheter tip lies laterally on the right a the superior aspect of t9. No abnormal soft tissue was seen at the tip of the catheter. The catheter appeared grossly intact. There appeared to be prominent fluid collection surrounding the device measuring approximately 11.8 x 3.7cm (measured 12.3cm in the craniocaudal dimension). The evaluation of the catheter adjacent to the pump (just distal to the device) was somewhat limited due to the streak artifact. It was unclear whether the catheter was discontinuous from the pump, with a connector seen separate from the pump as well as from the efferent tubing. The more peripheral tubing appears to be intact. There was also a small amount of fluid surrounding the tubing measuring approximately 3.3 x 1.4cm. There was an additional small fluid collection near the insertion into the thecal sac measuring 3.7x2.2x4.6cm. Thus, fluid collection surrounded the device itself, as well as, two separate locations along the device tubing. It was again reported that it was unclear if the pump may be discontinuous versus apparent discontinuity due to radiolucent tubing and connectors. On (B)(6) 2015, a peripheral blood culture was obtained with no growth after 5 days. A urine culture was obtained on (B)(6) 2015 that had an abnormal trace of leukocyte esterase, and the organism candida glabrata fluconazole where the count was within normal range. A wound culture was also obtained from the subcutaneous back incision with no organisms seen, and no growth after 24 hours. On (B)(6) 2015, the diagnosis was an active csf leak, specified as a "intrathecal pump malfunction" with csf leak, where the pump was not replaced. The csf leak was suspected was around the catheter tract and tracking all the way around to the pocket. The patient was admitted to the hospital to do a pump revision with catheter replacement. A large fluid collection was indicated around the pump, catheter and in subcutaneous tissues. The incision was still intact with no signs of infection. Tap of the fluid revealed a csf seroma. During the catheter revision, the back incision was opened where csf was encountered immediately. A sample was sent for gram stain and culture. Gram stain and culture came back negative (did not grow anything), and lab work did not show signs of infection. The catheter was inspected, where no active leak was seen with or without valsalva maneuver. The tract appeared to be big, and the surgeon was suspicious that it was tracking along the catheter through that. There were no areas of breakdown noted in the fascia. The entire catheter was removed, and once removed there was csf flow through the tract. The site was secured, and no drainage was indicated with valsalva. The new catheter was placed just above the old level at the l1-l2 level, and was secured around the tract with a figure-eight fashion. A new catheter tract was made around the flank through a separate pass, and csf flow was confirmed. The surgeon sutured the previous catheter track in the pocket with a figure-eight fashion, where there was no sign of leakage. Both incisions were irrigated with saline and bacitracin. The postoperative diagnosis was indicated at "intrathecal pump malfunction" with csf leak around the catheter. It was noted that the old catheter was sent back for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp), consumer and a company representative regarding a patient who was receiving saline 9 mg/ml; 0.0557 mg/day via an implantable pump for chronic pain syndrome. The date of the event was approximately (B)(6) 2015. It was reported the catheter might have a leak. The patient was not getting therapy. Surgical exploration occurred and the catheter was replaced. The issue was resolved and patient status was alive; no injury. Concomitant medication was percocet. Medical history included allergies to codeine, dilaudid, fentanyl, morphine and sulfa. The cause of the event was not reported; additional information has been requested, but was not available as of the date of this report.